Event description:
Pump was reported by the customer to turn off during patient use and then turn on shortly after. It was noticed right away and the pump was taken out of service and sent to the bio-med shop. The infusion was restarted on a different pump. No details are available as to the medication that was being infused at the time. No patient injury or medical intervention occurred.